Manufacturer narrative:
H.6. Investigation: customer reported a false positive defect. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed based on retention samples and batch history record review. Plot/log files review: plots suggest an event (electrical, environmental, or physical) which might have disturbed signals in the morning of 1/28/21. While the drawer temperatures are steady a half degree drop on c and d at 1 am on the 28th. Also, the heater duty cycle varying at the same time. Drawer c and d seem to have the most variability. Four drawer slams on drawer c (drawer closing hard enough to cause it to bounce open for an instant) late on the 27th and early on the 28th.

Event description:
It was reported while testing with bd bactec¿; plus aerobic/f culture vials false positives were flagged in drawers c and d. Gram stain was negative. Results were not reported. There was no report of patient impact.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0283853. Medical device expiration date: 2021-07-31. Device manufacture date: 2020-10-09. Medical device lot #: 0283869. Medical device expiration date: 2021-07-31. Device manufacture date: 2020-10-09. Medical device lot #: 0288785. Medical device expiration date: 2021-07-31. Device manufacture date: 2020-10-14. Medical device lot #: 0315702. Medical device expiration date: 2021-08-31. Device manufacture date: 2020-11-10. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing with bd bactec¿; plus aerobic/f culture vials false positives were flagged in drawers c and d. Gram stain was negative. Results were not reported. There was no report of patient impact.